Manufacturer narrative:
The device was returned to zoll medical corporation; the customers report was observed and attributed to an flex cable assembly that was not properly seated at a connector of the control board. The cable was reseated to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.